Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "no disposable" alarm. The reporter indicated that trouble shoot was attempted on the pump. No patient consequences were reported. No adverse effects were reported.